Event description:
It was reported that pump touchscreen had cracked, unresponsive and illegible so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump.